Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Should additional relevant information become available, a supplemental report will be submitted. Clinical investigation: there is a temporal relationship between the event of hernia and pd therapy on the liberty select cycler. There is no documentation to show a causal relationship between the adverse events and the liberty select cycler. Per the pdrn, the hernia was pre-existing prior to initiation of pd therapy. Additionally, there is no allegation of a device malfunction or deficiency against any fresenius product for this event. Based on available information the cause of the hernia is unknown. Many types of hernias have been reported in patient¿s undergoing pd therapy due to increased intra-abdominal pressure and deteriorated connective tissue.

Event description:
A peritoneal dialysis nurse (pdrn) reported that the patient was diagnosed with the hernia (unspecified location and type) prior to patient¿s initiation of peritoneal dialysis (pd) therapy in (B)(6) 2017. The pdrn stated that the patient¿s hernia was a previous known issue. The patient is scheduled for hernia repair after a scheduled nephrectomy (date unknown). The patient¿s pd therapy remained unchanged and he is continuing continuous cyclic peritoneal dialysis (ccpd) on the cycler without further issues.